Event description:
It was reported that battery has been found to give low run times despite following proper battery management. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated.